Event description:
Patient presented back to the physician with the incision open further. Physician brought the patient into the or, removed the ipg and sensing lead, and noted there was no infection.

Event description:
Patient presented back to the physician with the incision open further. Physician brought the patient into the or, removed the inspire system, and noted there was no infection.

Event description:
Patient presented back to the physician with infection. Physician brought the patient into the operating room and observed a fluid filled pocket that was red. Physician observed an area of the chest that contained pus. Physician opened the two infected areas, washed the areas, and removed the stimulation lead. Physician then packed the areas with gauze and left them open.

Event description:
Patient presented to the physician with wound dehiscence, drainage, infection, and exposure of the ipg at the chest incision. Physician prescribed antibiotics and has scheduled the patient for procedure to remove the inspire system.